Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother also reported that they received no delivery alarms. The customer's blood glucose was 450 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injections. The customer's mother stated that the no delivery alarm was resolved by a complete set change. The insulin pump will not be returned for analysis.